Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: during a lobectomy, upon opening the package, they found the tip of the outer cannula chipped. The event occurred prior to the procedure. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one thoracoport* 11.5mm trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The fixation trocar was received and broken on the distal end. Visual and functional testing of the returned product confirmed the product did not meet specifications due to the broken cannula. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).